Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue of infusion set's cannula being kinked on (B)(6) 2024. The site of insertion was located at upper buttocks. The issue occured within 3 or more hours of insertion and had been in use for 24 hours. The blood glucose level of the patient was displayed as high and was treated with correction injection via mdi. The patient also confirmed the introducer needle was ahead of the cannula prior to insertion. The issue was resolved by replacing infusion set and resuming insulin. Unomedical do not see bent as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.